Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the alarm was cleared and insulin delivery was resumed. Additionally, it was reported that an undefined alarm occurred. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond. Customer's blood glucose was 286 mg/dl.